Event description:
Same case as MDR ID # 2134265-2015-02640. It was reported that balloon rupture occurred. The target lesion was located in the extremely hard and calcified vessel. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated, however it ruptured under 4 atmospheres on the first inflation. Then another 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the lesion, however the balloon also ruptured under 4 atmospheres on the first inflation. Both balloon catheters were completely removed from the patient. Then a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was selected but the device became stuck within the guide catheter while advancing. Access to the lesion was lost, therefore all devices were removed. The procedure was completed using a sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).